Manufacturer narrative:
Off-label use (acd < 3.0mm) (under 21yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -6.0/1.0/061 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on 01-sep-2022. On 20-feb-2023 the lens was exchanged with a same length lens that was implanted vertically due to excessive vault. The exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H6- device evaluation: lens was returned dry in a microcentrifuge vial. Visual inspection found the lens haptics bent. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).